Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was severed 11.5 centimeters (cm) from the terminal pin. Both segments of the lead were returned. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Laboratory testing did not reveal any abnormalities.

Event description:
It was reported that the patient with this right ventricular (rv) lead developed exit block. A revision procedure was performed and the rv lead was explanted. No additional adverse patient effects were reported.